Event description:
On (B)(6) 2011, patient reported she was experiencing moisture in the cartridge compartment of her infusion device. Patient stated she discovered the leak when she looked at the infusion device. Patient reported there was no leak in the insulin cartridge. Patient started the leak might be in the infusion adapter because she can't remember when the last time it was changed. Patient reported she couldn't see any damage to the infusion adaptor. Patient stated there is usually a tiny amount of insulin at the bottom that she is able to dry out with a cloth. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.